Event description:
A report was received that the patient's precision system was explanted. The patient reported having pain around the ipg pocket site. The physician decided to explant the system after attempting to reposition ipg in the pocket site. The physician did not give any additional details regarding the explant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for further evaluation.